Event description:
It was reported that during a ptca procedure, the tip of the wire broke off in pt. The physician was able to retrieve the tip portion by removing the entire system. Pt status is listed as "okay".